Event description:
The customer reported that the system did not boot up. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep found that the cmos setep was corrupt, so he restored the cmos. He also found that the battery was dead and replaced the sbc battery. There were still intermittent boot issues, no video, serial communication failures, etc. He completed the sbc upgrade per ge (B) (4) procedures. The software disk # 5 would not load, tried another set, same issue. He completed software installation via cd sim install. He performed a complete functional check. The system operates as intended.